Event description:
Patient developed pain and decreased pulses during therapy so physician tried to remove the iab. Nurses reported blood in tubing. During the removal, the iab broke and a 3 inch piece was left in the patient. A second iab was inserted in the opposite femoral artery and the patient was taken to the or for the removal of the iab piece and planned bypass. It was reported that it was successfully removed and the facility will return both pieces to us for evaluation.